Event description:
Argon beam coagulator dual dispersive electrode pad is defective. Pad is firmly applied to patient's skin on anterior thigh, but machine's screen is showing "check skin contact", with "red light" on the pad indicator panel. Ref# 7-382, lot# 202209241, exp [redacted date]. Item was replaced with a new one. Psm [redacted name] updated. Defective item placed inside the metal cabinet in the clean elevator room.